Event description:
Patient reported feeling some inner coldness. Patient is known to have low platelet count and had been transfused on 3/23/94 for a hct of 19. Pre treatment temperature 97.0, pulse 84, blood pressure 172/100. One hour 15 minutes into dialysis. Patientreported "chills inside" which she felt were unbearable. Temperature was 97.2, blood pressure 160/100, 20 minutes before symptoms were reported. The dialysis treatment was terminated. Patients blood was reinfused and new dialyzer and lines were prepared, blood cultures and pyrogren testing were done. Dialysis was resumed and patient reported that chills and shaking had subseded. The patients temperature increased to 99.8 degree at 2 hours 15 minutes into treatment. The patient received IV post dialysis and returned to home. Post dialysis temperature 99.6 degree, blood pressure 146/70, weight 660 kg.